Manufacturer narrative:
Additional information in section b5 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a male patient. (Customer provided reference range used male =< 34.2ng/l). The troponin result was 260-270 ng/l with a concerning history and presentation for myocardial infarction (mi). The patient was transferred to another hospital and all possible causes of myocardial injury have effectively been ruled out after a three-day course in hospital with a visit to cardiac catheterization lab. The customer reported the cardiac catheterization was performed primarily because of the elevated troponin results. There was no reported harm to the patient as a result of the cardiac catheterization. The patient reported he had a strong family history, symptoms, and a previously elevated troponin in 2016. Additionally, the customer reported the same patient in 2017 had a similar presentation and a troponin of 170 ng/l and several collections were taken and confirmed to be elevated, but not changing. On 03oct2023 the sample was sent to prince county and was measured on roche with a result of 5 ng/l (reference range is =< 14 ng/l the following patient results were provided: 29sep2023 sid 23-272-00293 result 250.7 ng/l. 29sep2023 sid 23-272-00552 result 260.1 ng/l. 29sep2023 sid 23-272-01758 result 245.3 ng/l. 30sep2023 sid 23-273-00040 result 256.4 ng/l. 01oct2023 sid 23-274-00103 result 257.2 ng/l. 03oct2023 sid 23-276-00085 result 272.9 ng/l. 03oct2023 sid 23-276-00799 result 269.5 ng/l. 04oct2023 sid 23-277-00126 result 275.4 ng/l. 04oct2023 sid 23-277-01682 result 239.6 ng/l. 05oct2023 sid 23-278-00120 result 261.7 ng/l. 25oct2023 sid 23-298-00762 result 237.7 ng/l. No further impact to patient management was reported and no harm was reported. Update: additional information received from the customer. The patient saw several practitioners during this episode with slight variations in their description. The patient had a 2-day history of bilateral shoulder pain radiating across chest and was clammy and nausea at the same time. The pain was sudden onset extending down left arm. The visceral chest discomfort was transient and subsided spontaneously, although nitroglycerin spray during episodes of discomfort seemed effective. The patient had an electrocardiogram (EKG) prior to the catheterization and no evidence of myocardial infarction (mi) was found. It was reported the catheterization was performed at the insistence of the patient and the only sign of possible mi was the elevated troponin. No further impact to patient management was reported and no harm was reported.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a male patient. (Customer provided reference range used male =< 34.2ng/l) the troponin result was 260-270 ng/l with a concerning history and presentation for myocardial infarction (mi). The patient was transferred to another hospital and all possible causes of myocardial injury have effectively been ruled out after a three-day course in hospital with a visit to cardiac catheterization lab. The customer reported the cardiac catheterization was performed primarily because of the elevated troponin results. There was no reported harm to the patient as a result of the cardiac catheterization. The patient reported he had a strong family history, symptoms, and a previously elevated troponin in 2016. Additionally, the customer reported the same patient in 2017 had a similar presentation and a troponin of 170 ng/l and several collections were taken and confirmed to be elevated, but not changing. On (B)(6) 2023 the sample was sent to (B)(6) and was measured on roche with a result of 5 ng/l (reference range is =< 14 ng/l. The following patient results were provided: (B)(6) 2023, sid (B)(6), result 250.7 ng/l; (B)(6) 2023, sid (B)(6), result 260.1 ng/l; (B)(6) 2023, sid (B)(6), result 245.3 ng/l; (B)(6) 2023, sid (B)(6), result 256.4 ng/l; (B)(6) 2023, sid (B)(6), result 257.2 ng/l; (B)(6) 2023, sid (B)(6), result 272.9 ng/l; (B)(6) 2023, sid (B)(6), result 269.5 ng/l; (B)(6) 2023, sid (B)(6), result 275.4 ng/l; (B)(6) 2023, sid (B)(6), result 239.6 ng/l; (B)(6) 2023, sid (B)(6), result 261.7 ng/l; (B)(6) 2023, sid (B)(6), result 237.7 ng/l. No further impact to patient management was reported and no harm was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier completed information: the following sids are for the same patient (B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a male patient. (Customer provided reference range used male =< 34.2 ng/l). The troponin result was 260-270 ng/l with a concerning history and presentation for myocardial infarction (mi). The patient was transferred to another hospital and all possible causes of myocardial injury have effectively been ruled out after a three-day course in hospital with a visit to cardiac catheterization lab. The customer reported the cardiac catheterization was performed primarily because of the elevated troponin results. There was no reported harm to the patient as a result of the cardiac catheterization. The patient reported he had a strong family history, symptoms, and a previously elevated troponin in 2016. Additionally, the customer reported the same patient in 2017 had a similar presentation and a troponin of 170 ng/l and several collections were taken and confirmed to be elevated, but not changing. On (B)(6) 2023 the sample was sent to (B)(6) and was measured on roche with a result of 5 ng/l (reference range is =< 14 ng/l. The following patient results were provided: (B)(6) 2023 sid (B)(6): result 250.7 ng/l; (B)(6) 2023 sid (B)(6): result 260.1 ng/l; (B)(6) 2023 sid (B)(6): result 245.3 ng/l; (B)(6) 2023 sid (B)(6): result 256.4 ng/l; (B)(6) 2023 sid (B)(6): result 257.2 ng/l; (B)(6) 2023 sid (B)(6): result 272.9 ng/l; (B)(6) 2023 sid (B)(6): result 269.5 ng/l; (B)(6) 2023 sid (B)(6): result 275.4 ng/l; (B)(6) 2023 sid (B)(6): result 239.6 ng/l; (B)(6) 2023 sid (B)(6): result 261.7 ng/l; (B)(6) 2023 sid (B)(6): result 237.7 ng/l. No further impact to patient management was reported and no harm was reported. Update: additional information received from the customer. The patient saw several practitioners during this episode with slight variations in their description. The patient had a 2-day history of bilateral shoulder pain radiating across chest and was clammy and nausea at the same time. The pain was sudden onset extending down left arm. The visceral chest discomfort was transient and subsided spontaneously, although nitroglycerin spray during episodes of discomfort seemed effective. The patient had an electrocardiogram (EKG) prior to the catheterization and no evidence of myocardial infarction (mi) was found. It was reported the catheterization was performed at the insistence of the patient and the only sign of possible mi was the elevated troponin. No further impact to patient management was reported and no harm was reported. Update: additional information provided by the customer on 02feb2024. The patient was scheduled to have his blood collected again and the following results were provided: (B)(6) 2024 sid (B)(6) hs troponin I result was 200.3 ng/l. Macrotroponin testing = 99.7% troponin removed by peg (0.6 ng/l). Hs troponin t result = 4.4 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Update information in section h11 - return sample analysis provided in investigation finding; section d4 primary UDI number; section h6 type of investigation. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for lot 54106ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 54080ud00. All specifications were met indicating that lot 54080ud00 is performing acceptably. Note: lots 54080ud00 and 54106ud00 were manufactured using the same bulk material. The return sample was tested and the dilution linearity showed that no linearity was found, indicating the presence of an interferent. Heterophilic blocking tube (hbt) interference testing showed that the difference in the calculated values between neat sample and treated sample suggests hbt interference. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 54106ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a male patient. (Customer provided reference range used male =< 34.2ng/l) the troponin result was 260-270 ng/l with a concerning history and presentation for myocardial infarction (mi). The patient was transferred to another hospital and all possible causes of myocardial injury have effectively been ruled out after a three-day course in hospital with a visit to cardiac catheterization lab. The customer reported the cardiac catheterization was performed primarily because of the elevated troponin results. There was no reported harm to the patient as a result of the cardiac catheterization. The patient reported he had a strong family history, symptoms, and a previously elevated troponin in 2016. Additionally, the customer reported the same patient in 2017 had a similar presentation and a troponin of 170 ng/l and several collections were taken and confirmed to be elevated, but not changing. On (B)(6) 2023 the sample was sent to (B)(6) and was measured on roche with a result of 5 ng/l (reference range is =< 14 ng/l the following patient results were provided: (B)(6) 2023 sid (B)(6) result 250.7 ng/l. (B)(6) 2023 sid (B)(6) result 260.1 ng/l. (B)(6) 2023 sid (B)(6) result 245.3 ng/l. (B)(6) 2023 sid (B)(6) result 256.4 ng/l. (B)(6) 2023 sid (B)(6) result 257.2 ng/l. (B)(6) 2023 sid (B)(6) result 272.9 ng/l. (B)(6) 2023 sid (B)(6) result 269.5 ng/l. (B)(6) 2023 sid (B)(6) result 275.4 ng/l. (B)(6) 2023 sid (B)(6) result 239.6 ng/l. (B)(6) 2023 sid (B)(6) result 261.7 ng/l. (B)(6) 2023 sid (B)(6) result 237.7 ng/l. No further impact to patient management was reported and no harm was reported. Update: additional information received from the customer. The patient saw several practitioners during this episode with slight variations in their description. The patient had a 2-day history of bilateral shoulder pain radiating across chest and was clammy and nausea at the same time. The pain was sudden onset extending down left arm. The visceral chest discomfort was transient and subsided spontaneously, although nitroglycerin spray during episodes of discomfort seemed effective. The patient had an electrocardiogram (EKG) prior to the catheterization and no evidence of myocardial infarction (mi) was found. It was reported the catheterization was performed at the insistence of the patient and the only sign of possible mi was the elevated troponin. No further impact to patient management was reported and no harm was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for lot 54106ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 54080ud00. All specifications were met indicating that lot 54080ud00 is performing acceptably. Note: lots 54080ud00 and 54106ud00 were manufactured using the same bulk material. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 54106ud00 was identified. All available patient information was included. Additional patient details are not available.